Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy. The reported recurrent mitral regurgitation (mr) and dyspnea appear to be cascading events of the reported slda. A cause for the reported poor imaging could not be determined. The reported patient effects of recurrent mr and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the single leaflet device attachment (slda) and recurrent mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2021 to treat functional mitral regurgitation (mr) with a grade of 3-4. One clip was implanted, reducing the mr to 1. Imaging was challenging but at the time of deployment of the clip, leaflet insertion was well visualized. On (B)(6) 2021, the patient was stable and doing great. On (B)(6) 2021, the patient experienced symptoms, dyspnea and recurrent mr. On (B)(6) 2021, a control echocardiogram was performed, which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). On (B)(6) 2021, a redo mitraclip procedure was performed in which two clips were implanted medial and lateral to the slda, reducing mr from 3 to 1-2. No additional information was provided.